Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors broke on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Two weeks later, failure analysis determined that the toggle is broken. This is a reportable malfunction.